Event description:
On 15-jan-2026, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8737-38 t10 hexalobe tips of driver shafts broke off when inserting the screw. Both pieces were removed. This was discovered during a tto case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.